Manufacturer narrative:
The missing lot number information was requested from the complainant. The complainant indicated the information was not available. Exemption number: e2015015.

Event description:
The clinician reported 3.5 months after the dental implant and temp hybrid were placed in ada site 11 in the mouth, the implant lost osseointegration in type ii bone. Clinician reports poor bone quality /qty. Bone loss and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received was not manufactured by neodent.

Event description:
The clinician reported 3.5 months after the dental implant and temp hybrid were placed in (B)(6) site 11 in the mouth, the implant lost osseointegration in type ii bone. Clinician reports poor bone quality /qty., bone loss and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)